Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the end of service (eos) message was seen. It was noted that the patient ¿may have been seen in the few weeks prior to the report to address an overdischarge.¿ it was noted that the manufacturing representative ¿was reading after the physician mode recharge (pmr) had taken place and the patient had about 25% in their implantable neurostimulator (ins).¿ it was noted that the ins was read by the clinician programmer and reported eos and ¿ins needs replacing.¿ it was further noted that the patient¿s ins was implanted in the right chest. It was noted that the last time patient felt stimulation was a couple months ago.